Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips and no manufacturing anomalies were found. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.